Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. Our instructional insert states: during and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times.

Event description:
It was reported that during laparoscopic gyn procedure, the device was abnormally hotter than normal. The device was laid on the drape and the device burned a whole in the drape. The surgeon also stated that the tissue was blanching a little bit during the procedure. Another device was used to complete the case with no patient consequence. Additional information: account has been inserviced and surgeon had been instructed to use a wext 4x4 but surgeon did not for this case. Surgeon does use harmonic device to push around tissue during procedures. Surgeon said tissue (unsure what tissue) was blanched - unsure if burn - word "burn" not used. Surgeon not concerned. At this time, rep has not received any information as to complications with the patient as to blanched tissue.